Event description:
Info received from our foreign affiliate. An eye care professional (ecp) told our sales rep that a pt was diagnosed with a pseudomonas aeruginosa infection; however the eye was not cultured. The pt was referred to a university hospital. Additional info was requested but the doctor's office would provide no additional info due to protection of personal info. Multiple attempts to obtain additional info were unsuccessful. We do not expect to receive any additional info regarding this injury. Mdrs are reviewed at quarterly management review meetings.

Manufacturer narrative:
Labeled for single use and reuse. No conclusions can be drawn.